Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response, which was experienced during eval. It was found to be caused by a failed keypad. The front case assembly (including the keypad) was replaced. The front case assembly (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.